Manufacturer narrative:
Date sent to the FDA: 8/4/2016. It was reported that following insertion the patient underwent revision surgery on (B)(6) 2014 due stress urinary incontinence and pain.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy due to sui and symptomatic uterine descensus. It was reported that on (B)(6) 2005 the patient was experiencing pain and an excision of suspected foreign body material.